Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs1543 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported by healthcare professional "the introduction needle was not smooth it appeared to have bevels felt on the underside of the needle." It was reported that this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a barbed needle tip is confirmed; however, the exact cause is unknown. One 21 g safecan introducer needle was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The safety mechanism was observed to not be engaged over the needle tip. A microscopic observation revealed the distal tip of the needle was damaged and curled backward. The cause of this observed damage to the needle tip is unknown; however, possible causes include force applied during handling or while in use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "the introduction needle was not smooth it appeared to have bevels felt on the underside of the needle." It was reported that this occurred with two devices. This report addresses the first device.